Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle came off of the sensor. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors; unable to confirm insertion anomaly due to the customer returned the sensors opened and used. Found the needle separated and 1 was missing the needle. This complaint is against the insertion device.